Event description:
The patient was revised for infection on (B)(6) 2022. Approximately 5 weeks after the first surgery. The surgeon explanted 1 humeral cup ø36+3 and 1 centered glenosphere ø36mm. The surgeon implanted 1 humeral cup ø40+3 and 1 centered glenosphere ø40mm.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6) ) and was associated with a product that is also cleared for the market within the united states.